Event description:
This uc health site advised that the coag tubes have a much weaker vacuum compared to other vacuette tubes (green or purple tops) and this results in redraws due to qns (quantity not sufficient). Tubes only fill properly when volume is drawn with a syringe, but the caps are popping off due to overpressure when syringe is used to fill the tube.

Manufacturer narrative:
Complaint (B)(4): no samples were provided by the customer. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event annot be determined.